Manufacturer narrative:
The device was not returned to moog. Evaluation of the complaint was not possible. This MDR is being submitted retrospectively because the reported event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated: "overun, will not alarm when bag is empty. Was caught before air was infused into patient." The initial reporter also noted that the pump had been set to deliver an "infinite" dose at 90 ml/hr. No death, serious injury, or medical intervention was reported. (B)(4).